Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was having intermittent burning sensation at the ins site. The patient said that they had other weird things where they had a "nervous" sensation, it goes around to their back and down their legs. The patient said that this had occurred 3-4 times in the past 6 months, it is an intense sensation that feels like fire. The patient's neurologist said that it was not related to the patient's medical condition. The burning sensation was not related to charging because it was random, it happens rarely, and is intermittent. The patient used p3 at 0.5ma. The caller provided the following impedance values: ref 0 2 913ohms c 697ohms 3 955ohms 1 863ohms ref 2 c 452ohms 3 603ohms 1 683ohms 0 913ohms. The issue was not resolved through troubleshooting. The rep would follow up with the managing doctor.

Manufacturer narrative:
Correction rr was submitted with correct aware date of 2025-april-25 as original aware date of 2025-feb-21 was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.